Event description:
Pain in left knee [arthralgia]. Chest pains [chest pain]. Swollen mouth [oedema mouth]. Pain in both legs and all toes [pain in extremity]. Difficulty breathing [dyspnea]. Swelling in both legs [edema peripheral]. Rash on neck [rash]. Chills [chills]. Dizziness [dizziness]. Nausea [nausea]. Headaches [headaches]. Case description: spontaneous report received on 15-may-2008 from a pt regarding an (B) (6) female pt, (B) (6). The pt had a medical history of osteoarthritis and a prior series of synvisc injections in (B) (6) 2007 in the left knee. On (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008, the pt received synvisc injections into her left knee. About a week after the pt's last injection, she began to experience sharp pain in her left knee, both legs and all her toes. She also experienced swelling in both legs. For the pt six weeks, the pt had experienced headaches, chills, dizziness, nausea, difficulty breathing, chest pains, a swollen mouth and a rash on her neck. Last week the pt had blood work drawn as well as a chest x-ray which came back normal. On (B) (6) 2008, the pt was given cortisone injection in her left knee.

Manufacturer narrative:
Eval summary: requirement to review all finished batch records for spec conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.